Event description:
During use of a smart control stent delivery system it was reported that the guidewire lumen of the delivery system separated and remained on the guidewire during withdraw. The device was retrieved on the wire and there was no reported injury to the patient. The age and gender of the patient is unknown. The physician performed a normal iliac stenting procedure from a retrograde common femoral puncture. Access was easy, short and straight distance from the sheath. An emerald amplatz j-wire was used in the procedure. The stent delivery system was properly inspected and prepped and no anomalies were noted. Stent deployment went well, but when the physician withdrew the deployment system out of the vessel he notice there was 30-40cm length extra material on guidewire. The physician managed to pull this material out with j tip emerald guidewire. There was no resistance felt during withdraw. The smart control deployment shaft inner lumen portion had separated and remained on the wire. He noticed this failure first visually. The lesion was successfully treated. No patient injury was reported.

Manufacturer narrative:
The product is available for evaluation and testing; however, it has not been received to date. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
During use of a smart control stent delivery system it was reported that the guidewire lumen of the delivery system separated and remained on the guidewire during withdraw. The device was retrieved on the wire and there was no reported injury to the patient. The physician performed a normal iliac stenting procedure from a retrograde common femoral artery puncture. Access was easy, short and straight distance from the sheath. An emerald amplatz j-wire was used in the procedure. The stent delivery system was properly inspected and prepped and no anomalies were noted. Stent deployment went well, but when the physician withdrew the deployment system out of the vessel he noticed there was 30-40cm of extra material on the guidewire. There was no resistance felt during withdrawal and the physician managed to pull this material out with j tip emerald guidewire. There was no reported patient injury. One non sterile smart vas 80cm was received coiled inside a plastic bag. The unit was received with the inner member separated. The inner member was separated of the luer hub; the proximal section of inner member was not observed elongated or broken. Inner member kinks were observed at 17, 23, 30, 39, 50, 84, 98cm from the distal end. No more anomalies were found. Inner and outer diameter were measurement in the proximal section of the inner member and were found acceptable. During the microscopic analysis inner member separation was observed, the unit was sent to sem analysis in order to find the potential root cause of the issues. Sem results showed that the wire lumen external surface presented evidence of unk residuals at the surroundings areas of the separation; this is a common characteristic of pieces which were adhered until separation. (B)(4) analysis was performed in order to determine if the residues observed in the inner member were evidence of adhesive (dymax). (B)(4) conclusion: based on the absorption bands observed in the ir spectra from the sample, dymax and nylon, it can be concluded that the wire lumen show peaks that do not correspond to the nylon based compound of the tubing, and those peaks can be attributed to the presence of the adhesive, however the spectrum is overlaid and some peaks obscured by the nylon spectrum corresponding to the tubing. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The cause of the kink condition could not be conclusively determined; however it does not appear to be manufacturing related. Controls are in placed at the final assembly and packaging processes to detect these kind of issues. Handling and procedural factors could be contributed to this condition. The failure guidewire lumen (inner shaft)/ separated-remains on wire reported by the customer was confirmed since the body/shaft was received separated. The exact cause of the failure does not suggest to be manufacturing related since based on sem analysis results the separation showed that the wire lumen external surface presented evidence of residuals at the surroundings areas of the separation; the (B)(4) result determined that the residuals observed in the sem analysis, corresponds to the dymax (adhesive) used during manufacturing process; in addition controls are in placed at the final assembly and packaging processes to detect this kind of issue. Handling and procedural factors could be contributed to this condition. Therefore no actions were taken. With the information available and without films of the event it is not possible to draw a clinical conclusion between the device and the reported event.